Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #2916596-2018-00549. This report is being submitted as additional information. Approximate age of device- 10 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had purulent drainage at the driveline exit site. The site was cultured and the culture showed moderate growth of (B)(6). The driveline wound was then packed with iodoform, and antibiotics were initiated. No additional information was received.the patient was implanted with a left ventricular assist device (lvad) on (B)(6)2017. It was reported that on (B)(6) 2018 the patient had purulent drainage at the driveline exit site. A site culture found moderate growth of (B)(6). The wound was to be packed with iodoform and unspecified antibiotics were initiated. It was reported that the patient required prolonged hospitalization and unspecified changes were made to medication. The infection was reported as ongoing.